Event description:
Home patient's family member in reports spiking a new solution bag on previously spiked heater bag line of homechoice set while troublshooting a "check lines & bags" alarm in dwell 10/10 of treatment on the homechoice machine. The family member reports the last fill volume was set at 400mls and all the solution bags were empty, so family member unspiked the heater bag and put another bag on the same line. No patient injury was reported with initial report and no further information regarding incident is available at this time.